Event description:
According to the facility in may a staff member was wearing a mask and experienced hives. Per the facility the staff member was given a steroid pack and took over the counter allergy meds.

Manufacturer narrative:
According to the facility in may a staff member was wearing a mask and experienced hives. Per the facility the staff member was given a steroid pack and took over the counter allergy meds. Per the facility the staff member has known seasonal allergies and they had used the product multiple times that day. According to the facility the staff member experienced hives for 3+ days, and after taking the medication they described the staff member to be doing better. The product was returned for evaluation, and a definitive root cause could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.